Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a renegade hi-flo microcatheter. Analysis of the tip, inner/outer shaft and the hub/strain relief included microscopic and visual inspection. Inspection revealed the inner and outer shaft was damaged (stretched) for 22mm that started at the strain relief, and the outer shaft separated at 32cm from the strain relief with the inner shaft damaged (stretched) between the fracture. Inspection of the remainder of the device, apart from the damage observed revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 28 oct 2019. It was reported that the catheter had lumen issue. The target lesion was located in bronchial artery. A 135/20 renegade hi-flo was selected for use. During the procedure, it was noted that the catheter lumen had issues. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, device analysis revealed that the outer shaft separated at 32cm from the strain relief.